Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that 10.5 months after the dental implant was placed in ada site 29 in the mouth, the implant had not integrated in type I bone. Clinician reports the implant was repositioned and eventually failed. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10.5 months after the dental implant was placed in ada site 29 in the mouth, the implant had not integrated in type I bone. Clinician reports the implant was repositioned and eventually failed. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).